Event description:
It was reported that this patient experienced a left sided pleural effusion of an unknown etiology. The cardiac resynchronization therapy defibrillator (crt-d) was implanted last year, and the patient suspects the crt-d is related to the pleural effusion. No specific report that the patient is symptomatic due to the pleural effusion. The patient is expected to follow-up in clinic for troubleshooting and to transmit device data to technical services (ts) for review. This crt-d remains in-service. No adverse patient effects were reported.